Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: the image was distorted and no white balance, labels are peeling, the instrument channel was leaking, plastic distal end cover insulation not to standard, switches 1 and 2 were cut, angulation was out of specifications, control knobs both had play, the distal end plastic cover was cracked, the light guide lens was cracked, the nozzle had insufficient glue, the bending section cover rubber glue was cracked on both sides, the insertion tube had minor scratches, and the light guide tube had minor scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope image is showing a red on the screen. The issue was observed during a diagnostic procedure. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the control body had a bent ceiling plate, and the scope connector had a deformed contact pin/green spot. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the reported event occurred due to a damaged charge-coupled device (ccd) unit. The electrical contact of the plug unit was corroded due to the leak in the biopsy channel, which led to an anomaly in the electrical communication between the ccd-unit and the system. The following information from the instructions for use (IFU) pertains to this event: operation manual: 5.1 troubleshooting "the countermeasures against troubles are described in this chapter. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.